Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in finland, during transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, resistance was noted during delivery system and valve insertion. A bent strut was observed during valve positioning. The valve was implanted successfully with no paravalvular leak. After sheath removal, a split was noted on the sheath. As per medical opinion, tortuosity in the vessel was the cause of the bent strut. The patient is stable post procedure.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: one (1) strut appeared bent outward (approximately 180 degrees) at the inflow side pre deployment; one strut appeared bent outward post-deployment. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional similar complaints for frame damaged during use. The complaint for frame damaged during use was confirmed. No potential manufacturing nonconformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'after insertion of the valve through the sheath with moderate resistance (not abnormally high), and aorta, a strut bending was observed at the time of valve positioning' and the patient access vessel had presence of tortuosity. The presence of tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching within the sheath shaft and resulted in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with frame damaged during use. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. H3 other text : n/a